Event description:
On (B)(6) 2010, (B)(6) received notification from biomet that the pt underwent total knee arthroplasty on (B)(6) 2009 at another facility and a revision procedure was performed on (B)(6) 2010, at thp due to recurrent effusion and metal allergy. Femoral component, tibial plate and tibial bearing were all removed and replaced. Product info: vanguard cr femoral left/biomet interlok fixed 1-beam tibial plate/vanguard e-poly tibial bearing. Part #: (B)(4), lot #: 285080/356590/327090. According to op note, the pt's knee functioned well, mechanically but she had recurrent effusion she had allergy testing which showed high positive correlation with nickel and original implant have a moderate amount of nickel. She elected to proceed with revision replacement with nickel-free implants.